Event description:
The customer alleged that he received a control test result of 364 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. While attempting to troubleshoot the customer's contour system, the call was disconnected. Several attempts were made to contact the customer for additional info, but they were no successful.